Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1988, awareness date 24-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2007. Consumer was (B)(6) at the time of the report, and has had essure for 8 years. Before essure she was a healthy mother of two. Over the years she has been to countless doctors hoping to figure out what was wrong with her. No one ever could. She has been checked for lyme disease, brain disorders, blood disorders, adrenal problems, and everything in between. She had constant joint pain, frequent headaches, recurrent urinary tract infections and yeast infections, she had to have an ablation done due to constant and heavy menstrual bleeding that went on for months. She was always tired, had frequent migraines, her teeth have chipped and broke, her hair was falling out, swelling of the legs, abdominal pain, insomnia, and depression. Follow-up received on 17-nov-2015: ptc (product technical complaint) result was received. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conducted an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant and heavy menstrual bleeding. She underwent an ablation (interpreted as endometrial ablation). Consumer also reported recurrent urinary tract infections. These events were considered serious due to medical significance. Constant and heavy menstrual bleeding is a listed event in the reference safety information for essure, the remaining event is unlisted. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Given the nature of the event constant and heavy menstrual bleeding and in the lack of an alternative explanation, causality with essure cannot be excluded. Urinary tract infection pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Considering the nature of this event, and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a medical intervention was performed (endometrial ablation). Based on available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect was excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.